Event description:
(B)(4). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopy). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: tubal perforation (abnormal nos). Slide 13: tubal perforation. One patient was diagnosed after laparoscopy because of persistent abdominal pain. (This report refers to the patient with tubal perforation diagnosed after persistent abdominal pain). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and tubal perforation was diagnosed after laparoscopy. This event is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
This literature case describes the occurrence of fallopian tube perforation ("tubal perforation") in a female patient who had essure inserted for female sterilization. Literature reference: povedano canizares b, essure - efficacy and safety after 14-year experience, (B)(6): slide 13. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopy). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: tubal perforation (abnormal nos). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred term: fallopian tube perforation -analysis in the global safety database 586 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Slide 13: tubal perforation. One patient was diagnosed after laparoscopy because of persistent abdominal pain. (This report refers to the patient with tubal perforation diagnosed after persistent abdominal pain) . Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of ptc. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.